Event description:
It was reported that the patient visited the hospital due to vomiting and high blood glucose levels of 17 mmol/l (306 mg/dl) with ketones of 3.8 the pod was worn between 4 and 24 hours on the abdomen. Symptoms reported include hyperglycemia, high ketones and vomiting. The patient was discharged after four days in the hospital. Further information was not provided on the treatment given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.